Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ informatics solution bactec bottle statuses were not being updated. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary. This statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys was not updating bottles status. No other issues were reported. Bd investigated the issue. The server was rebooted, and the status is updated. The instrument status tile shows old data. Bd restarted the instrument adapter services and changed workflow status for older than 100 days. Bd cleaned queue message table in sql. The queue messages had many fx related messages. Bd found 1 vial from 2024 and 2 from march. This was cleared and the issue was resolved. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of may. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.